Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was reported that the nurses identified a contaminated IV set last night as a precautionary measure, all inventory matching the affected item has been sequestered from patient care areas. The event had occurred after being spiked but before patient use. There was no patient involvement or harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.